Manufacturer narrative:
One used list #011-46103-94, transpac® IV monitoring kit w/safeset¿ 84" red stripe arterial pressure tubing, reservoir, intraflo® and 2 needleless valves; lot #unknown was received for evaluation on 6/7/21; visual and functional tests were performed. A crack was observed on the female luer of the stopcock. Crazing was observed around the crack. No visual anomalies were observed on the safeset and when the set was primed and pressure leak tested, a leak was observed from the crack at the female luer of the stopcock. The reported complaint of a leak from the syringe was not confirmed, however a leak from the stopcock with air bubbles was confirmed. Air bubbles can enter the system from the crack on the female luer of the stopcock. The probable cause of the crack on the female luer of the stopcock had occurred due to environmental stress cracking during use. A lot history review was conducted of the possible lot number and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Plot - possible lot number is 4794350 - (expiry date 4/1/2023 - manufacture date 4/1/2020).

Event description:
The event involved transpac® IV monitoring kit w/safeset¿ 84" red stripe arterial pressure tubing, reservoir, intraflo® and 2 needleless valves with a possible lot number of 4794350. The customer reported that the pressure sensor had been in place on the patient for a few minutes, when significant blood was noted to be leaking from the syringe valve. Reportedly, blood flowed from the back of the stopcock with air bubbles in the tubing to the patient. The device was replaced and the therapy resumed. The valve was not observed to be cracked. There was patient involvement and a delay in therapy, however there was no negative consequence and no need for medical intervention.